Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The reporter stated that the customer's insulin pump had history anomaly. Customer's blood glucose was 241mg/dl at the time of incident. The reporter stated that the bolus history indicated more than what the customer did. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm or verify history anomaly and wizard setting anomaly due to buttons not responding. No numbers scrolling noted during test. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.